Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue were identified. Based on the results of the investigation, olympus confirmed the biopsy channel was leaking while the user was handling the device, and water invaded the device. Due to the water invasion, abnormality of electronic parts occurred which led to the malfunction. The occurrence of the reported problem can be prevented by adhering to the instructions for use (IFU) which states the following: warnings and cautions: caution. Turn the video system center on only when the endoscope connector is connected to the video system center. In particular, confirm that the video system center is off before connecting or disconnecting the endoscope connector. Failure to do so can result in equipment damage, including destruction of the image sensor. Warnings and cautions: disappeared or frozen endoscopic image: warning follow the precautions given below. Otherwise, the endoscopic image may disappear unexpectedly or the frozen image may not be restored during the examination. 3.8 inspection of the endoscopic system. Inspection of the endoscopic image. Confirm that the wli and nbi endoscopic images are normal. 5.1 troubleshooting. If any irregularity is observed during the inspection described in chapter 3, ¿preparation and inspection¿, do not use the endoscope and solve the problem as described in section 5.2,¿troubleshooting guide¿. If the problem still cannot be resolved, send the endoscope to olympus for repair as described in section 5.4, ¿returning the endoscope for repair¿. Also, should any irregularity be observed while using the endoscope, stop using it immediately and withdraw the endoscope from the patient as described section 5.3, ¿withdrawal of the endoscope with an irregularity¿. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the evis exera iii bronchovideoscope failed the leak test. The issue was found during reprocessing. The device was returned for evaluation. During the device evaluation, the following reportable malfunctions were found: the image had different blocked colors, an e315 unsupported scope error, and the bending section cover was missing. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed, the leak test failed at the bending section cover area adhesive. The device evaluation found that the image had different blocked colors, an e315 scope error (image was restored after aeration), and the bending section cover was missing. Additional findings include the following: the exera identification chip had no data (the scope ID was restored after aeration), the plastic distal end cover had a crack, the bending section cover adhesive had a crack, switch 1 - 4 were not working (the switches worked after aeration), the bending section had a dent, the electrical continuity reading was 16.8 megaohm, the charged coupled device unit shrink tube was cut in the bending section, the insertion tube had a dent, the ethylene oxide valve (eto) valve in the scope connector was misaligned / had fluid evident / corrosion / had a customer label on it, the investigation is ongoing, a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.